Event description:
Related manufacturer reference number: 2017865-2025-16819. It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the pacemaker was in backup mode. Despite multiple attempts, the pacemaker was unable to be reverted back to normal operation and the patient's right atrial (ra) lead was found over-sensing noise. The pacemaker was explanted and the ra lead was capped on (B)(6) 2025. The pacemaker and ra lead were replaced successfully. The patient was in a stable condition.